Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the medium-large clip applier instrument would not fully apply clips. The initial reporter explained that the instrument's jaws would not fully close to apply the clip. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. It is unclear if the fragment was in reference to a clip or a piece from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.